Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level was 114 mg/dl. There was no adverse impact to the customer's bg level due to the reported issue. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.